Event description:
It was reported that the patient had the tha surgery on (B)(6) 2007. The revision surgery of cup, liner and head was done (B)(6) 2014, because the wear of the liner was occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The articulating surface of the acetabular insert is shown in figure 2. A large portion of the insert was removed, and was likely cut off during the revision procedure. Numerous other areas of explantation damages were observed around the distal rim. Burnishing, scratching and third body indentations were observed on the articulating surface (figure 3)." A material analysis concluded that there was no evidence of a manufacturing or material defects on the surface examined. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that there was no evidence of a material or manufacturing defect. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient had the tha surgery on (B)(6) 2007. The revision surgery of cup, liner and head was done (B)(6) 2014, because the wear of the liner was occurred.